Event description:
It was reported that customer experienced difficulties with wake button on insulin pump and later distributor determined that wake button was missing, making pump unable to be tested. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.